Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult leaflet grasping and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two xtw clips were placed without issue in the anterior septal mid and central position. A third xtw clip (lot: 50204r1026) was prepared as per IFU, positioned over a posterior septal segment and a grasp was attempted. Controlled gripper actuation was utilized after attempting to grasp both leaflets simultaneously failed. The lateral (posterior) leaflet was grasped first followed by septal. Following the successful grasp of both leaflets, the clip was closed to 60 degrees and the lateral leaflet released from the clip. Upon investigation, there appeared to be damage to the lateral (posterior leaflet) with increased regurgitation at the site of damage, likely due to perforation of the leaflet. No further grasps were attempted on this segment of the leaflet. The clip was repositioned more posteriorly where there was a successful grasp and the clip was deployed. The tr was reduced to grade 3. The patient remained stable throughout the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two xtw clips were placed without issue in the anterior septal mid and central position. A third xtw clip (lot: 50204r1026) was prepared as per IFU, positioned over a posterior septal segment and a grasp was attempted. Controlled gripper actuation was utilized after attempting to grasp both leaflets simultaneously failed. The lateral (posterior) leaflet was grasped first followed by septal. Following the successful grasp of both leaflets, the clip was closed to 60 degrees and the lateral leaflet released from the clip. Upon investigation, there appeared to be damage to the lateral (posterior leaflet) with increased regurgitation at the site of damage, likely due to perforation of the leaflet. No further grasps were attempted on this segment of the leaflet. The clip was repositioned more posteriorly where there was a successful grasp and the clip was deployed. The tr was reduced to grade 3. The patient remained stable throughout the procedure.